Event description:
It was reported that when turning on the cardiosave intra-aortic balloon pump (iabp), the error "battery unstable" was displayed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service representative has reported that customer complaint that batteries were not holding a charge and requested new batteries. The stm had the batteries delivered to customer and we were informed that the on-site biomed cleared the unit for use after he replaced the batteries. The full name of the event site was shortened due to field character limit; the full name is (B)(6). The full name of the initial reporter was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that when turning on the cardiosave intra-aortic balloon pump (iabp), the error "battery unstable" was displayed. There was no patient involvement, and no adverse event reported.